Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that when the stylet was removed from the device prior to use, the stent was removed with it. The device was not used on the pt. No additional event or pt info is available.

Manufacturer narrative:
Result - product performance engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent implant was returned on the stylet with the protective sheath. There was no blood or contrast visible. The stent implant was smashed the entire length. There was no other damage noted to the stent implant. The stent delivery system (sds) was not returned. The stent implant outer diameters were measured with a laser micrometer and did not meet manufacturing criteria. The proximal and middle measurements were oversized. The inner diameter of the protective sheath was measure using pin gauges. Product performance engineering reviewed the incident info and analysis of the returned stent implant, protective sheath and stylet. It was reported that prior to use, the stent dislodged when the stylet was removed from the sds. The rx vision stent delivery system (sds) was not returned for analysis, which would have assisted with the investigation. Analysis of the stent implant noted no blood or contrast visible, confirming that the sds was not used as reported. However, the entire length of the stent was smashed causing the stent outer dimension to be outside of the accepted manufacturing specification. The damage to the stent was not reported and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. Potential causes for stent dislodgement as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. The inner diameter of the protective sheath was measured and met manufacturing criteria. Unfortunately, without the sds to evaluate, a conclusive root cause cannot be determined. A review of the finished device lot history record did not reveal any non-conformities. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.